Event description:
In 2005, pt had partial medial meniscectomy using obi plug. In the following month, pt had fluid removed due to swelling. In july 2006, pt had pain in the lower left extremity. At some point, pt had an MRI and in 2006, the doctor assessed that the oats procedure had failed and the pt had a large femoral chondral defect and a vascular necrosis in the distal femur and proximal tibia. In the following month, the doctor performed a total knee replacement.

Manufacturer narrative:
Obi plug was utilized during the procedure, however, no direct link has been established between the use of the plug and the outcome of the procedure requiring a total knee replacement.